Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/6/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? Female, 40 years old, other information is unknown. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? No. Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? No. Were cultures performed? Results? No. Was any medication prescribed to treat symptoms? Please specify. Unknown. What was used for re-suturing? Resew with silk suture. Other relevant patient comorbidities/concomitant medications? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient¿s current status? Fine. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that the patient underwent a c-section under continuous epidural anesthesia at 15:30 on (B)(6) 2021 and the suture was used to sew the subcutaneous adipose layer. 5 days later, when the room was visited at 8: 30, it was found that a small part of the wound did not heal, and there was yellowish wound secretion. Immediately, the suture was removed from the wound, and then the wound was re-sutured with silk suture, and then the wound healed well without adverse consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device vcp345h; rdbdrtw0 number, and no non-conformances were identified. Vcp345h. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Were cultures performed? Results? Was any medication prescribed to treat symptoms? Please specify. What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 ¿g/m.